Event description:
After about 1 1/2 years of successful implant use, this patient had a bike accident and hit their head on the implanted side. Two days later the implant site was swollen and they could no longer hear with the device. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is being considered but has not been decided upon at this time.